Event description:
It was reported that the physician struggled apparently on insertion of mentioned cvc set, with vessel dilator. A 2nd set same opened, the same problem with vessel dilator experienced (documented in MDR# 3006425876-2018-00753). The customer reports the tip appears damaged. A 3rd cvc set the same opened-successful placement.

Manufacturer narrative:
(B)(4). The customer returned a single dilator and the product lidstock for evaluation. Visual and microscopic examination of the dilator tip revealed the distal tip was slightly misshapen into an oval, and the tip material appears to be pushed outwards indicating a force applied to the tip. The dilator tip inner diameter and the dilator body outer diameter were measured and were found to be within specification. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this kit instructs the user to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" prior to dilator insertion. The customer report of a damaged dilator tip was confirmed through evaluation of the returned sample. The tip of the returned dilator was slightly misshapen into an oval shape indicating stress. The sample met all relevant dimensional requirements and a device history record review did not reveal any manufacturing issues. Based on the condition of the returned sample and the customer report that the dilator was used, the probable root cause is unintentional use error. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
Qn# (B)(4). The device (catalog#) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
It was reported that the physician struggled apparently on insertion of mentioned cvc set, with vessel dilator. A 2nd set same opened, the same problem with vessel dilator experienced (documented in MDR# 3006425876-2018-00753). The customer reports the tip appears damaged. A 3rd cvc set the same opened-successful placement.